Event description:
It was reported that the rigid optical laparoscope exhibited a dark image and a blurred image. The event occurred during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name e1 - (B)(6).